Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered an ischemic stroke in (B)(6) of 2017. The patient presented on (B)(6) 2017 with right sided weakness, slurred speech, and later had an episode of unresponsiveness and incontinence. A head CT scan at an outside hospital showed no acute ischemia or hemorrhage. A repeat head CT scan showed a left middle cerebral artery ischemic stroke, with the etiology being cardioembolic in the setting of lvad with subtherapeutic inr. Repeat imaging on (B)(6) 2017 was without evidence of hemorrhage. Anticoagulation was resumed and the patient was discharged home with an inr of 3.0. No additional information provided.